Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2012 and suture was used. During the procedure, the needle tip broke off. The tip was recovered. Another like device was used to complete the procedure with no adverse patient consequences. The surgeon opines that a contributing factor to the needle breakage is technique.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. A visual inspection of the scanning electron microscope photos was performed which revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In order to avoid this kind of damage the package insert cautions: to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.